Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh 3x implanted. It was reported that the patient experience pain and urinary tract infection. No additional information was provided.